Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started therapy before being connected which is known to cause this alarm and then reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. It was determined that the patient started the therapy prior to being connected and connected afterwards. The device alarmed and re-set back to beginning of therapy, but instead of replacing the single-use supplies for a new therapy, the patient attempted to start therapy over with the same supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.